Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely separated from the implant body and was deformed. The damage to the implant prevented functional testing of the device and suggested that excessive force was used during the procedure. The instructions for use (IFU) instructs the user not to force deployment or implant breakage or damage may result, therefore, the likely cause of the event was due to user error.

Event description:
It was reported that during a superion indirect decompression spacer implant procedure, the spacer broke during deployment. The entire device was removed and a new spacer was successfully implanted. There were no complications to the patient as a result of the event.